Manufacturer narrative:
(B)(4). D10: unknown maxera cup unknown. G2: foreign: belgium. Suggested component code: mechanical (g04) - stem. It was reported that no additional information was available, therefore, no product identification information is available. Visual examination of the provided pictures identified the explanted cup, liner, and head. The devices were covered in bio-debris. There appeared to be a dark substance between the cup and liner. No further evaluation could be made from the pictures provided. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the patient underwent a hip arthroplasty surgery. Subsequently, the patient was revised due to loosening of the maxera cup. The patient presented with hip pain and swelling. The cup was replaced and metallosis was present.